Manufacturer narrative:
Additional information h10: the device was received for evaluation. During functional testing, the device had a flow error percentage rates of -7.7872%, and the error percentage rate was out of the +/-5% specification range. A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The cause of the condition was determined to be an out of adjustment pressure plate travel. The pressure plate travel requires adjustment to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump had volumetric-sm issue. This occurred during an unspecified process step. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.